Manufacturer narrative:
A ge representative evaluated the system and replaced the snubber board and cleaned and regreased the high voltage connectors. System operates as intended.

Event description:
The customer reported the system made a popping noise and the monitor went black. After reboot, the technique went to max without producing an image. No pt injury was reported.